Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. On 07/15/2025, intuitive surgical, inc. (Isi) received mw5172158 stating: a large suturecut needle driver was returned to me tagged "repair?' It was also listed on a medical device correction list of instruments sent out by intuitive with potential for grip failures with jaws on xi instruments. The notice was listed as isifa 2024-09c. Since no details re: the failure was mentioned; I am sending it back for reimbursement since 10/15 lives remain.